Event description:
It was reported that the clips were stuck in the device. There was no reported pt consequence.

Manufacturer narrative:
Evaluation summary: two devices (a-b) were received for analysis. Device (a) was returned with the rotation knob cracked, the handles broken, the top shroud cracked and with the lifter spring misassembled. However, the instrument was cycled and ejected the remaining clips, no clips were stuck on the instrument. Device (b) was returned empty. Therefore, no testing could be performed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.